Manufacturer narrative:
D.6 was corrected from (B)(6) 2019 to reflect the correct implant date.

Event description:
A physician reported patient experienced pain after two ozark screws were noted to be fractured approximately ten months post-operatively. Revision surgery has been scheduled. This report represents the first of two screws.

Manufacturer narrative:
Visual inspection: the devices were inspected by reviewing the associated radiographic image. One (1) image was provided that showed the condition of the construct approximately ten (10) months postoperatively. Screw fracture was identified for both screws at the caudal level. Fracture occurred at nearly the same location on both screws and appears to have occurred between the first and second thread (from the screw head). No signs of plastic deformation were identified which suggests that a brittle fracture failure mode had occurred. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. The patient was revised with posterior fixation. No hardware from the original construct was removed. As a result, further analysis of the components is not possible at this time. However, the following possible root causes have been identified: the surgeon did report that non-union had occurred. Spinal implants are intended to provide temporary stabilization and to facilitate arthrodesis in the spine. If arthrodesis in the spine is not achieved then there could be complications. Screws at the mid-level were unable to be installed as an interbody had been replaced in the vertebra at that location. The absence of the two (2) mid-level screws may have directed additional strain onto the four (4) available screws. Additional strain on the screws at the caudal end may have contributed to the failure. It was reported that a competitor corpectomy cage was installed as a part of the construct. It is possible that the use of different systems contributed to the issue. However, it is not clear what effect the use of different systems may have had. Subsidence could have occurred, but it was not able to be verified as there were no other radiographic images to be compared with. Although multiple potential sources for the reported adverse event were identified, it remains unclear what caused the screws to fracture. It is possible that some combination of these factors is what caused the screws to fail. However, a root cause for the screw fracture could not be determined.

Event description:
A physician reported two ozark screws which were noted to be fractured approximately ten months post-operatively. The patient presented with pain and non-union. Revision surgery has occurred. This report represents the first of two screws.

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
A physician reported patient experienced pain after two ozark screws were noted to be fractured approximately ten months post-operatively. Revision surgery has been scheduled. This report represents the first of two screws.